Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. Blood glucose levels of customer were 500 mg/dl and 50 mg/dl. Customer was experiencing nausea and thirstiness. Customer bolused twice herself to treat her high blood glucose. To treat her low blood glucose she ate two oranges. Customer had been using insulin pump system within 48 hours of reported event. No further details provided. Insulin pump will not be returned for analysis.